Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the pump was exhibiting low flows and not providing flow to the pt. The pt had pulseless electrical activity (pea) and was coded. The pt was brought back with medication along with cardiopulmonary resuscitation (CPR); however, flows were ranging from --- to +++. The pt had 2:1 heart block, epinephrine and vasopressin was administered. The pt was intubated. A ramp study was done using speeds of 8200 to 10800 indicating the aortic valve was opening every beat with no aortic insufficiently (ai) and only mild nr, suggesting a blockage through the pump. A pump exchange was scheduled, and on (B)(6) 2013 the exchange took place from one lvad to another lvad.